Event description:
It was reported that t:slim x2 pump battery would not charge, low power alerts occurred, and charging connections were not recognized despite use of multiple working wall adapters and charging cables, though pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode and return it with a prepaid label, and was informed they would need to enter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump under warranty.